Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous, mr, 2.5x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts damaged; lifted, bunched and pulled in a distal direction. The od (outer diameter) of the undamaged crimped stent section was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
Reportable based on analysis completed on 31jan2017. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the severely tortuous and severely calcified the mid left anterior descending (lad) artery. Following predilation using a 2.0x20mm maverick balloon, a 2.50 x 38 synergy¿ stent was advanced but failed to cross the lesion due to severe bending and calcium. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.